Event description:
It was reported that balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified quadrigeminal segment of the artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 3 seconds, the balloon ruptured in a pinhole form at the middle part. The device was removed using normal method and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.